Event description:
It was reported that the patient presented in-clinic for a routine check-up. Upon interrogation it was reported that left-ventricular (lv) lead exhibited loss of capture and had dislodged, which was confirmed by by x-ray imaging. As a resolution the lv lead was explanted and replaced. The patient condition was stable.